Event description:
According to the reporter, during a right hemicolectomy and ileocolonic anastomosis, excessive resistance was encountered when using the open stapler to detach the ascending colon, resulting in inability to fire. The device was immediately replaced with a new open stapler, which successfully completed the anastomosis. During the ileocolonic anastomosis, poor staple formation was observed when using the circular stapler, and excessive tissue was incorporated into the barrel of the device. The staple line was subsequently oversewn with thread.

Manufacturer narrative:
D10 concomitant product: eea28, eea28 eea 28mm-4.8 sgl use stapler, (lot #p4g1277s) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection of the stapler revealed the thumb pusher was disengaged and not received. Visual inspection of the cartridge noted that the single use loading unit (sulu) had a full complement of staples. Microscopic inspection of the knife blade displayed no damage. A firing knob was attached. The sulu unloaded and loaded repeatedly without difficulty. The sulu and the instrument were applied to test media with acceptable results; the knife cut completely and cleanly and the staple line was properly formed. The firing knob could be advanced and retracted without any hang-ups. It was reported that the instrument did not fire. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur if an excessive upwards force was applied to the firing knob during disassembly, or if the knob was not fully rotated to one side prior to firing, causing detachment. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: in its pre-fired position the firing knob should rotate to either side of the instrument. Do not rotate the firing knob during firing. Rotating the knob during the firing may cause damage and possible instrument malfunction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.